Event description:
It was reported there was a pump pocket infection. Signs/symptoms were noted as: (B)(6). The pump and catheter were explanted on (B)(6) 2004. The outcome was noted as resolved without sequelae.

Event description:
Corrected information: this event was previously filed in manufacturer's report # 6000030200400560. Any additional information received regarding this event will be filed under manufacturer's report # 6000030-2012-00044.

Manufacturer narrative:
Catheter: model#8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).